Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. The device has multiple bends to the hypotube. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 10mm from the tip of the device there was a pinhole in the balloon. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.